Event description:
It was reported that during a laparoscopic sleeve gastrectomy, there was staple line bleeding that was constant. There were 4 reloads used. The procedure was extended by 20 minutes. Manual suturing was performed to stop the bleeding and as a staple line reinforcement.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p6a1057); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p6a1057); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p6a1057); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p6a1057); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p6a1057). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.